Event description:
It was reported the intraocular lens was exchanged 1 week after implant. Reason stated was the wrong diopter was implanted. No patient injury. The original implant was a 15.5 diopter lens and the replacement a 17.0 diopter lens.

Manufacturer narrative:
Visual inspection of the optic took place and no optical deviations could be found. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 15.5 diopter of this lot number. No additional complaints from this lot number were received. A review of the manufacturing record was performed and met specifications. Our investigation revealed no product deficiency suggesting this event was not caused by the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Device was received and will be evaluated at the manufacturing site. Lens met all specifications prior to release. Based on the surgeon's report we do not suspect the lens was the cause of this event. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.